Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from germany, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient presented with a very difficult femoral access site. During the insertion of the esheath into the patient, very high resistance was fel t. It was observed per x-ray that the sheath was not properly following the wire and it was decided to remove the device. After removal, it was observed that the distal tip of the esheath was already opened and therefore it was decided to discard the device and to use a new one. The new esheath was inserted without difficulties. During the insertion of the commander into the esheath, some resistance was felt but not too much. The procedure was able to be completed without problems and the valve was correctly deployed. After removal of the devices, it was observed that the esheath had a liner strand. The patient did not suffer any injury during the procedure and was noted as to be in stable condition. As per preliminary evaluation of the returned device, the esheath presented with a liner tear 7cm in length from the tip in addition to the liner strand and distal tip split already observed in provided imagery.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device underwent visual examination, revealing several notable observations. The liner was expanded but had a 7.5 cm tear extending from the tip. The distal tip was opened but exhibited a split. Additionally, a liner strand measuring 8 cm was identified at 7.5 cm from the tip. Scratches were also observed along the sheath shaft hdpe, indicating potential surface wear. Due to the nature of the complaint no applicable functional testing was able to be performed. Dimensional testing was performed and found that all measurements were found to be within the specification. The imagery provided by the site was reviewed and revealed several key observations. A liner strand was identified, and the distal tip appeared split. Additionally, tortuosity and calcification were present in the patient's access vessels. Despite these anatomical challenges, the minimum luminal diameter (mld) was determined to be sufficiently large (>5.5mm) to accommodate a 14f esheath in the right access. The complaints for difficulty advancing through sheath, sheath liner torn, sheath liner strand and sheath distal tip split were confirmed based on the evaluation of the returned device. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: -tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Per imagery review, tortuosity was present in the patient's access vessel. -calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may led to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per imagery review, calcification was present in the patient's access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the resistance, while patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the liner tear and/or strand. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the distal tip of the sheath was split. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Calcification can create added friction on the outer shaft, requiring a high push force to insert and navigate. Additionally, sharp calcified nodules could create small tears or weaken the sheath as it is inserted. As the operator encounters difficulty, they may use excessive manipulation which can exasperate the damage and lead to the reported distal tip split. As such, available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) may have contributed to the complaint event of sheath distal split. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.